Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports the charging cable to their abbott diabetes care device, "became so hot while charging it almost burned him." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and major damaged usb port was observed. The damaged usb port prevented the customer from charging the reader which lead to the reader not turning on. No burnt marks were observed. Visual inspection was performed on the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed testing. Visual inspection was performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter and result was within specifications. Power adapter passed testing. The returned reader was further investigated and de-cased and placed into the reader test fixture to download log. An extended investigation was performed. The reader was received by the hardware product quality engineering (hpqe) team. Visual inspection was performed using a digital microscope on the returned reader and no issues were found on the reader pcba. The observed usb port damage was external and indicates improper use. No damage was found on the returned power adapter. However, a damage was observed on pin 4 of the micro-usb end of the usb cable. Initial scan data was reviewed. No issues related to reported complaint were observed. Event 981 was observed throughout the extracted event log. Event 981 indicates touch system stuck key and was not a fatal error. The reader was brought to a lab bench for testing. Returned battery voltage was measured and observed to charge back to nominal level which is within the required threshold. The off current was measured and observed result was not an indication of the product malfunction as the reader current dropped after it was forced into sleep mode. Reader was connected to computer and approved software and sent $pwrmode,0 command to force reader into sleep mode. The current was then measured and result was within the required threshold for libre 3 readers with an nxp processor. The reader was able to power up with button depression , a known good usb cable and test strip insertion. A load test was performed on the returned adapter result was within specification. A continuity test was performed by using digital multimeter to verify the connectivity of the 4 conductors and observed an open on pin 4 which was linked to the observed damage. A damaged pin of the usb cable can cause overheating as reported by the customer. The reported event (fire, smoke, electric shock, explosion) was not confirmed based on the investigation. The returned reader and power adapter passed all testing, and no evidence of a product malfunction was observed during the investigation. Both the returned reader and cable had an external damage to the usb port and socket indicating incorrect cable insertion. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed due to user error. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports the charging cable to their abbott diabetes care device, "became so hot while charging it almost burned him." There was no report of fire, smoke, explosion, or shock. There was no report of death, serious injury, or mistreatment associated with this event.